Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. During test in a reference ventilator, performed pre-use check failed in pressure transducer test due to an offset drift. The expiratory pressure sensors' offset value had drifted and exceeded the allowed limit (±300mv from default). This offset drift caused a stop of ventilation and several alarms were generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensors' chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb has shown that once the dirt was removed the pressure transducer functioned normally and no offset drift was noticed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).